Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump was not exposed to high magnetic field. Customer also states the pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.